Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1 drawer 5 was failed and not sensing as closed. The field service engineer (fse) shut down station, and the drawer was removed for inspection. The inseparable magnet was checked for a missing magnet, and no magnet was present. The inseparable magnet was replaced, and the drawer was reinstalled. The station was restarted; the customer was able to recover the drawer and inventory the medication successfully. Functionality was verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.